Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a couple of motor error alarms. The insulin pump also alarmed no delivery. The drive support cap was flushed. One side of the insulin pump appeared flushed and the other side recessed. The insulin pump had a burn mark around the drive support cap and scratches around the screen. The insulin pump's no delivery alarm was resolved with an infusion set change. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no motor error alarm or unexpected no delivery alarm during testing. Device was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. No burnt mark or stained end cap sticker noted. Drive support disk was inspected and no anomaly was noted.